Event description:
It was reported that during a refill, when the health care provider (hcp) attempted to fill the pump, he was only able to get 35ml into the pump. No volume discrepancy at the refill was reported. It was also reported two months prior, the hcp had a similar event and was only able to get 38ml into the reservoir. The hcp denied air in the pump or any issues with the refill kit. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the cause of the event had not been determined and no troubleshooting had been done. It was indicated that the patient was doing well and was receiving effective therapy. At the next refill appointment, a lateral x-ray would be performed.

Manufacturer narrative:
Product ID: 8703, lot# j94142198, implanted: (B)(6) 1994, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).